Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred after the video-assisted thoracoscopic surgery (vats) of esophagus had started for 30 minutes. When checking the device, the insulation material of the jaws was completely disengaged outside the patient's cavity. There was no re-grasp alarm etc. Generated. The sealing was completed as usual, but when confirming the display, the jaws part was disengaged. Therefore, they replaced it with other device, continued the procedure. Nothing fell into the patient's cavity and no other interventions were made. No patient harm. The disengaged part will be returned along with the device.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and the seal plate was lifted up from the device jaw. There was no missing piece on the damaged over mold or seal plate. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's over mold and seal plate likely occurred during the extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.